Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent had moved distally on balloon and the crimped stent was damaged along its entire length with stretching of the stent struts at the mid-section & lifting of struts upwards from the stent profile. A foreign material (fm) resembling a clear (transparent) plastic type material appears to have been caught on the mid-section of the stent. The observed material is not part of the specified complaint device or packaging. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent was found to have moved distally on the balloon however crimp markings were evident on the exposed portion of the balloon wall indicating crimp contact between the coated stent and balloon. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the physician suspected that the vessel dissection was correlated with the entrapment between the implanted 3.50 x 16 synergy¿ stent and the stent delivery system (sds) of the 3.50 x 28 synergy¿ stent during its withdrawal attempts.

Event description:
Same case as MDR ID 2134265-2015-02594 and 2134265-2015-02595. It was reported that removal difficulty, stent damage, and a vessel dissection occurred. After successful treatment of the left anterior descending artery (lad), multiple stenosed target lesions were identified in the tortuous ostium to the distal segment of the right coronary artery (rca). The distal lesion was predilated and a 3.50 x 16mm synergy¿ stent was implanted in the proximal rca. Post dilation was then performed and a 3.50 x 28mm synergy¿ stent was selected for implantation in the distal rca however during preparation of the device outside the patient, it was noted that the stent was elongated and was not well crimped on the stent delivery system (sds) balloon. This stent was not used and exchanged for another 3.50 x 28mm synergy¿ stent. This 3.50 x 28mm synergy¿ stent was advanced however difficulty crossing the distal rca was encountered due to vessel tortuosity. An attempt was made to withdraw the device but the device was not able to be removed as it was trapped in the proximal segment of the artery into the previously implanted 3.50 x 16mm synergy¿ stent. After several attempts of pushing and pulling the sds and with movement of the guide catheter, the 3.50 x 28mm synergy¿ stent was able to be removed from the patient. Upon removal it was noted that there were some raised struts on the stent. It was also noted that there was a vessel dissection after the recently implanted 3.50 x 16mm synergy¿ stent. A non bsc stent was then deployed as a bail out stent to cover the dissection and the procedure was completed. No further patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the physician suspected that the vessel dissection was correlated with the entrapment between the implanted 3.50 x 16 synergy¿ stent and the stent delivery system (sds) of the 3.50 x 28 synergy¿ stent during its withdrawal attempts.